Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered an esophageal fistula 11 days after the initial procedure, mediastinitis and the esophageal fistula were perioperatively diagnosed via CT scan. Medical intervention was required as a result, including a thoracotomy/exploration, several drainages, an esophageal stent and long-term antibiotic treatment. The patient status is currently unknown, as he is still hospitalized. The physician's opinion regarding the cause of the event is that it was the result of a combination of factors, including the high power used in several spots during the ablation procedure and the location of the esophagus, which was close to the left pulmonary vein. Additionally, it was noted that the patient was on non-steroidal anti-inflammatory drugs, but was not on the prescribed proton pump inhibitors. Overall ablation time at the site of the injury was 60 minutes, with a temperature cutoff of 40 degrees c and a power cutoff value of 35w. The temperature/impedance/power values at the time of injury are unknown, as it was diagnosed 11 days post-procedure. An esophageal temperature probe was in place to prevent injury, and the procedure was being monitored via fluoroscopy. Proton pump inhibitors were prescribed as well. The catheter was not in close proximity to another catheter, and was zeroed after the initial warm-up phase. The carto system did not indicate that re-zeroing of the catheter was necessary. No error messages were present on any bwi equipment during the procedure.